Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored atrial tachy response (atr) episodes containing atrial undersensing and the patient was experiencing fatigue. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.